Event description:
Patient on ventilator, it suddenly shut down, emitted loud whistle alarm and screen went blank then white with lines. Patient manually bagged (desaturation into the 70's) and flolan placed in line until the patient could be switched to another ventilator. Device subsequently inspected by drager technician, facility biomed technician and respiratory therapy representative. Error code "10.99.913" was found in the logs. This error code indicates a pneumatic controller error. Error code "13.99.913" was also found. This indicates a cpu error that coincides with the " 10.99.913" error code. Pneumatic controller was replaced by the drager technician, also added 4.24 software.